Event description:
It was reported that the reflexion catheter was noted to be "tracking cardiac silhouette in fluoroscopy" and having an "anterior appearance" on the ensite system. The physician pulled the catheter back and a small effusion was noted on echo and monitored. The patient's blood pressure dropped and the effusion appeared to have grown on repeat echo. Attempts at pericardiocentesis did not change the patient status. CPR was initiated once the patient went into asystole. The pt was transferred to the operating room for repair of the left atrial appendage (laa). The patient's brain function reportedly never returned upon repair of the laa; the pt expired one week post procedure (2007). Two agilis devices (reorder) and 2 chili devices (unknown reorder and lot) were also used during the procedure. One of the chili devices came out of deflection during the case and had to be replaced.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. The cause for the reported effusion / patient death remains unknown.